Event description:
On or about (B)(6) 2024, patient underwent placement of an angiodynamics xcela power injectable port catheter, with model number h965451830, and lot number 153772000. The port is comprised of a port body and a polyurethane catheter. The device was implanted by dr. (B)(6), m.d., at (B)(6) medical center in (B)(6), for the purpose of chemotherapy. On or about (B)(6) 2024, patient presented to (B)(6) medical center after he fell from his wheelchair. During admission, blood was drawn from patient's xcela port and was cultured. The culture results came back positive for infection and patient was diagnosed with sepsis. On or about (B)(6) 2024, patient underwent removal of the xcela port. The removal procedure was performed by dr. (B)(6), m.d. During the procedure dr. (B)(6) noticed that there was purulent output in the cavity.

Manufacturer narrative:
The manufacturer conducted a documentary review on the batch provided: no deviation was found. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).